Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing, the device ejected the remaining clips. Finally, it locked out as intended. However, it could not be determined what may have caused the ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the unformed clip ejected and fell out in the patient's body after a few firings. Since the fallen clips were retrieved, no clips were left inside the patient's body. When the handle was grasped at firing, the doctor felt a "breaking feeling on the way". Another device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.